Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer may have overcorrected as the customer administered a bolus by manually entering the units of insulin to the pump. To treat the low bg level, the customer consumed carbohydrates with assistance from the contact. The customer confirmed bg levels weren't back to target. Recommendation was made to consult with health care provider regarding diabetes management.